Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/12/2026 at approximately 15:00, the patient reported inaccurate and rapidly fluctuating cgm readings. Earlier in the day, the cgm displayed a reading of 40 mg/dl, followed shortly by a ¿high¿ reading; the patient could not recall the numeric value. During this period, she experienced shakiness, weakness, and sweating. The patient did not have access to a blood glucose meter before, during, or after the event. Later that day, after eating dinner, the cgm continued to display a high reading without a numeric value, while the patient experienced shaking, sweating, weakness, sudden ¿vision going black¿, and abnormal sensations. In response to subsequent low cgm readings, the patient was treated by her partner with glucose gel and later drank pepsi to raise her glucose level. The patient reported feeling better afterward. No medical intervention was required. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.